Manufacturer narrative:
Invacare received information that a quad cane broke resulting in the user falling and fracturing their hip. Invacare quad canes are designed to provide support, increase stability and assistance to an individual while walking. It is not intended to support the full weight of the user. No other details have been provided at this time. MDR filed based on alleged serious injury.

Event description:
While walking with the cane inside her home, the cane allegedly broke in two, causing the consumer to fall and fracture her hip.